Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: c174awk implantable cardioverter defibrillator (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007; 4195 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged post-implant. The lead was repositioned and remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.